Event description:
It was reported the patient was being transported from a chair to her bed via the lift. Mid-transport, the lift malfunctioned causing the patient to fall backwards onto the floor. During the fall, the base of the lift bent and a wheel broke. The lift then fell onto the patient. Emergency medical services were called and responded to the patient's home. The patient was transported to a nearby hospital via ambulance. Examination of the patient found no fractures; however, the patient complained of extreme pain. The patient was admitted to the hospital for approximately 5 days for evaluation and treatment before being transferred to a nursing facility where she currently remains.